Manufacturer narrative:
H1: type of reportable event - corrected.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. The proximal portion of the trunk-ipsilateral leg component was deployed, and the transparent knob was removed. During the procedure, blood was noted leaking from the gore® c3® delivery handle. The amount of blood loss was approximately 50cc. No blood transfusion was performed. It was reported that the physician completed the procedure by hurriedly deploying all remaining devices. There were no further reported issues. The patient tolerated the procedure. The delivery catheter was returned to us for analysis. A supplemental report will be sent with the results of the evaluation.

Manufacturer narrative:
H3: corrected-device was returned to manufacturer for evaluation. H6: code 10 - refer to the device evaluation summary below for the results of the engineering evaluation. H6: code 67 - the exact causes of the observed leakage could not be determined with the provided information. The gore® excluder® aaa endoprosthesis featuring c3® delivery system (lot # 20811550) was returned to gore and an engineering evaluation was performed. Initial investigation involved visually inspecting the returned components. Blood residue was observed on the device, which is consistent with its use in a clinical setting. Engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. The tuohy-borst valve was checked and confirmed to be screwed tightly in place. All glue ports and manifold trough were probed and confirmed to have glue correctly cured. No manufacturing defects, such as visible gaps between the manifold lid and spine or unsealed manifold gasket locations, were observed. Engineering pressurized the manifold area by injecting dyed water through the septum and into the manifold area to determine the location of the leakage. This is the area where the delivery catheter transitions into the handle and is meant to seal off the blood conduit/lumen. No water was observed channeling out of the manifold or septum. Based on the findings from this evaluation, the reported observation that blood leaked from the catheter handle could not be confirmed. The likely cause for the observed leakage could not be determined with the available information or from the engineering evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to bleeding. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G5: completed.